Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device operated in the load position and did not function with the hand control device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device operated in the safe (load) position and did not operate when the hand control was used. It was observed that the flex circuit assembly had moisture on it and that the pawl release constellations were worn out. It was further determined that the moisture on the flex circuit was due to improper cleaning. It was determined that the moisture on the flex circuit caused the hand control failure. It was determined that the worn pawl release was caused by the operator trying to run the device in the load position or by pushing down on the disconnect sleeve while the device was in operation. Thus, the worn pawl release allowed the device to operate in the safe or load position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.